Event description:
It was reported that pump charging port was damaged and patient had to manually adjust cable to charge device. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and no additional information was received regarding event timing or any further actions taken.